Event description:
It was reported that customer experienced damage to tandem charging cable and intermittent problems with charging. There was no reported impact to the customer¿s blood glucose level. A new charging cable was sent to the customer.